Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 46 mg/dl. Customer was experienced different blood glucose level was 102, 342, 327, 102, 107 and 132 mg/dl. Customer had issue with her sensor. Customer was treated with juice and bolus. Customer was declined for troubleshooting for low blood glucose level. The product will not be returned for the analysis.